Manufacturer narrative:
Conclusion: the device was not returned for analysis, nor were any cine images available for review. It was reported that the valve was recaptured and attempted to be deployed four times due to positioning difficulties. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the alignment of the delivery catheter system (dcs) was difficult due to the angle of the dcs and the angle of the native annulus. It was also reported that there was not much calcium on the native annulus and left ventricular outflow tract (lvot); the lvot became larger which also made it difficult to keep the valve in place. This indicates that the probable cause of the positioning difficulties was patient anatomy. Additionally, the evolut system instructions for use gives the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Inaccurate delivery is often influenced by patient anatomy and user technique. As per the reported event, difficulty was experienced due to the angle of the patients¿ native valve resulting in multiple attempts at positioning. Inaccurate delivery events do not typically indicate a device manufacturing issue. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), ubd: 03-oct-2020, UDI #: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, via femoral access, the implant was difficult due to the implant position of the delivery catheter system (dcs). The valve was recaptured as the position was too low on the left side and would dislodge into the larger left ventricular outflow tract (lvot). After the second deployment attempt, the patient became unstable due to the valve occluding the native valve. Cardiopulmonary resuscitation (CPR) was initiated for a short time. Deployment was attempted four times, for approximately fifteen minutes, and decision was made to deploy the valve in a low position to resume blood flow. Within a few minutes, the patient recovered and a second 34mm valve was successfully implanted valve-in-valve, 5mm below the annulus. It was reported that there was no issue with the valve, but that the alignment of the dcs was difficult due to the angle of the dcs and the angle of the native annulus. It was also reported that there was not much calcium on the native annulus and lvot; the lvot became larger which also made it difficult to keep the valve in place. No additional adverse patient effects were reported.